Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The reported problem could not be confirmed. Placement in a non-indicated vessel is a possible cause of the alleged catheter crack.

Event description:
On an unknown date, the patient was cannulated with a 30fr crescent bicaval dual lumen catheter in the left subclavian for ECMO treatment. The patient was reported as mobile. On an unknown date, after more than 30 days of catheter use, air was noticed in the circuit. The catheter was replaced and the patient continued on ECMO. A crack was noted below the gold suture insertion site after removal. The patient was reported as "transferred".